Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The customer reported that they went to use the exeter stem and connector to the inserter was malformed and the stem would not fit on the inserter device. **update** plastic part (stem adaptor) did not fit the stem introducer (right side). The case was completed using another stem.

Event description:
The customer reported that they went to use the exeter stem and connector to the inserter was malformed and the stem would not fit on the inserter device. Plastic part (stem adaptor) did not fit the stem introducer (right side). The case was completed using another stem.

Manufacturer narrative:
Additional information added and corrected in section d and g for device information. An event regarding damage involving an exeter spigot protector was reported. The event was confirmed through visual inspection of the device. Dimensional inspection: not performed due as there is evidence from the visual inspection that the device is damaged. Functional inspection: not performed due as there is evidence from the visual inspection that the device is damaged. Material analysis not performed as there is no indication the event is related to a material integrity issue. The visual inspection concluded the damage was consistent with a misuse of the device. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that damage was {...} consistent with a misuse of the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.